Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, linear opening, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a smooth opening on posterior side in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture".

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.